Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor detached from his arm after 2 days of wear and he was therefore unable to obtain a glucose result. Customer further reported self-injecting insulin (dose/type unknown) and contacting paramedics who, upon their arrival, determined the customer's blood glucose to be 30 mg/dl (device unspecified) and injected him with glucose. Customer was transported to a hospital and upon arrival, a blood glucose result of 110 mg/dl was obtained on the hospital meter. No diagnosis or further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre sensor kit was reviewed and the DHR showed the fs libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported the adc freestyle libre sensor detached from his arm after 2 days of wear and he was therefore unable to obtain a glucose result. Customer further reported self-injecting insulin (dose/type unknown) and contacting paramedics who, upon their arrival, determined the customer's blood glucose to be 30 mg/dl (device unspecified) and injected him with glucose. Customer was transported to a hospital and upon arrival, a blood glucose result of 110 mg/dl was obtained on the hospital meter. No diagnosis or further treatment was reported. There was no report of death or permanent injury associated with this event.